Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. During the follow up, it was discovered that the atrial lead exhibited recorded episodes of noise oversensing resulting in pacing mode switches. The patient had no symptoms during these events and the noise was not reproducible in clinic. The patient was scheduled for normal follow up. No changes were made.